Event description:
The patient underwent a cubital tunnel revision surgery took place on (B)(6) 2024, which involved the implantation of a device. Following this, the device was explanted on (B)(6) 2025. The pathology report from the explant surgery ruled out infection, noting only a few polymorphonuclear leukocytes and no identifiable organisms. This, along with the independent assessments by both the primary surgeon and a consultant from axogen, suggests that there may have been a foreign body inflammatory reaction related to the implanted device. It's crucial to consider the timeline surrounding the patient's condition. Just five days post-surgery, the patient was involved in a car accident, which necessitated an operating room admission and a change in the initial surgical dressing. The dressing was reportedly applied tighter than usual, but both the surgeon and the principal investigator (pi) did not find a direct correlation between the accident and the post-surgical complications observed. Regarding the possibility of the observed events being a response to the porcine material of the device, it cannot be outright dismissed. However, the MRI findings suggested that the nerve appeared normal with no signs of edema or hyperthermia, differentiating it from a true allergic reaction. The discovery of murky fluid in the surrounding tissue raises concerns, potentially indicative of an inflammatory response, but it does not conclusively establish an allergic response. In summary, while there remains a possibility that the porcine material could provoke a reaction, the evidence currently points away from a direct relationship due to the normal MRI findings associated with the nerve and the specific characteristics of the inflammatory response observed. Further investigation and clinical correlation are necessary to determine the exact cause of the observed events and their relationship to the surgical intervention.

Manufacturer narrative:
The dur log indicated that 34 other devices were implanted and 45 devices have been invoiced. In addition, the DHR review indicates that all devices released for distribution met the final inspection specification requirements and sterilization requirements.